Event description:
A (B)(6) male pt's son contacted zoll customer support to report that the battery charger would not charge the pt's battery packs. The pt was issued a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge batteries) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the power supply unit was defective. The cause of the inability to power on and charge the battery packs is the defective power supply unit. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted form the defective power supply. The pt was issued a replacement battery charger.